Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon reported that the device would leak when instruments were removed. They pressed on the valve to stop the leaking. They pressed the valve with the tip of an instrument to stop the hissing sounds. They did not hear the hissing noise when an instrument was inserted. No new trocars were opened. There were no patient consequences. The case was completed using like devices.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition for analysis. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.